Manufacturer narrative:
D2b - additional pro code (product code): lit g4 - additional premarket / 510(k): k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left external iliac artery. An 8.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During first inflation at 14 atmospheres for 30 seconds, the balloon ruptured horizontally at the center. The device was removed using normal method without issue and the procedure was completed a different device. No complications were reported, and the patient was in good condition post procedure.